Manufacturer narrative:
The hill-rom technician found worn gears inside the casters causing the casters not to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2008. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced two brake/steer casters at foot end of bed to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the foot end brake and steer casters were not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).